Manufacturer narrative:
The customer switched to false bottom tubes to secure the micro cup samples. The customer received new reagent and confirmed the new reagent had good precision and accuracy. The field service engineer found the sample probe was bent and the sample probe was replaced. He replaced the reagent pack and performed adjustment checks. He performed precision testing and had acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable bilt3 bilirubin total gen.3 results for one patient tested on a cobas 6000 c501 module. Prior to patient testing, it was reported the qc was within the acceptable range. The patient's initial total bilirubin result was reported outside the laboratory. The patient's physician questioned the reported result and the customer performed repeat testing with the sample on the same c501 module. The patient's initial total bilirubin result was 0.4 mg/dl. The patient's repeat total bilirubin result was 14.3 mg/dl. The customer determined the repeat result was correct. The total bilirubin reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer found the sample tubes were not secure in the sample racks due to missing rack adapters. After the customer switched to the false bottom tubes, no further issues were reported by the customer. The investigation determined the customer troubleshooting and the service actions resolved the issue.